Event description:
Pt's meter reads inaccurately high. On an afternoon in 2003, pt started to have symptoms, which consisted of feeling low, drenched and disoriented. Pt's family member tested pt and obtained 80mg/dl. Family member did not retest pt's blood glucose level. Family member gave pt something to drink and pt ended up passing out. Family member called the paramedics. Paramedics arrived within 15 minutes and teste pt and obtained a 30mg/dl on emt's meter. Pt does not know what the paramedics treated them with. Paramedics took pt to urgent care where they were there for approximately one hour. Pt mentioned that by the time they went to urgent care their blood glucose was "back to normal". Customer service sent pt a new meter, since pt was uncomfortable with subject meter. Pt did not have control to check subject test strips.